Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: upon examination, the drill bit flutes were no longer circling the drill bit. From a visual perspective it looked like the flutes unravelled. No report or failure was reported during surgery. The article has not been returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.